Event description:
The customer used the device to check their blood glucose and obtained a result of 505 mg/dl. Customer dosed 5 units of humalog and became weak and dizzy. They tested again about four hours later and the device read 114 mg/dl. Emts were called and emts could not get a reading on their equipment. Customer was treated with a glucose IV and observed in the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.